Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injection 1 gram stat intraperitoneally, amikacin injection 100 milligrams once daily intraperitoneally (duration not reported), and imipenem injection 1 gram once daily (route and duration not reported) for the peritonitis event. Dianeal 2.5% therapy was ongoing, but it was not reported if dianeal 1.5% therapy was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.